Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was experiencing intermittent tracking issues. When the user unplugged and replugged the emitter from the system it started working again. There was no patient involvement. It was noted by a manufacturing representative (rep) that the unit was giving an flt error.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. The emitter was replaced, fault code resolved, system tracking properly now. Evaluation of the returned emitter found that flexing the cable does cause the emitter and axiem box to report a communication error which would indicate an intermittent open near the black plastic housing holding a board inside. Eminterface shows a fault on coil 8 when the cable was flexed. If information is provided in the future, a supplemental report will be issued.